Manufacturer narrative:
Date sent to the FDA: 11/24/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. Additional h6 component code: g07002 ¿ device not returned. Additional h-3 summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for appearance and tensile strength and no issue found. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please confirm if the patient suffer from any consequence due to the issue (breakage suture)? If yes, all answers above are unobtainable. Once there is any update, we will update the information.

Event description:
It was reported that a patient underwent open reduction and internal fixation of phalanx fracture due to right toe fracture on (B)(6) 2021 and suture was used. During the procedure, the suture when sewing the skin at time of knotting. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.